Event description:
It was reported via repair work order that the footboard was intermittently functioning due to the footboard overlay bubbling up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.